Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to confirm the pump was not connected to a power source and press the button firmly. When the display did not respond, the customer used a third-party wall adapter to charge the pump, as advised, by leaving it plugged into a known working outlet for at least 30 minutes. If pump battery depletes prior to receiving replacement charging supplies, customer to rely on mdi.